Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped causing the pump touch screen to become cracked. Customer was unable to interact with the pump due to the damage. Customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.